Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Wound dehisence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. The patient had noticed some bulging under the surface but initially put this down to swelling. The following day after the skin sutures were removed, the patient sneezed and the abdomen burst open. The surgeon noticed that the suture had disintegrated in the center. The suture used at the time of closure was a continuous stitch with a knot at either end. The knots were still intact and in place. The patient was readmitted and underwent further surgery to repair the burst abdomen and treated the patient for symptoms of bradycardia and other undefined postoperative complications.